Manufacturer narrative:
Analysis result: product name: novopen 4. Batch: xug0530. Investigation and results: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction, the dose accuracy is not affected. Conclusion: we can confirm the user's experience with the device. The observed problem on the push-button is due to incorrect handling during use. Company comment: upon analysis, a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction, the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer after changing the penfill is setting the dose before returning the piston rod and neglecting to prime the pen, the pt could received a too high dose and experience a hypoglycemic event. The fault should initially be obvious to the pt; because of the change in injection force and the overall risk of an adverse event is considered minimal. Final comment from the MFR: 28/06/2011: during investigation of the device, a fault which could lead to an incident was identified. Two cases have been reported with adverse events, in connection to a fault similar to that in case (B)(4). It was estimated that the fault found did not have causal relationship with adverse events reported in the cases. The reporting rate for the reports where a similar fault as that seen in argus case (B)(4) has been found, is low. Eval summary: device conclusion: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction the dose accuracy is not affected. Case conclusion: we can confirm the user's experience with the device. The observed problem on the push-button is due to incorrect handling during use.

Event description:
Piston rod move backwards when units are dialed [device malfunction]. Case description: the incident does not represent a serious public health treat. Class iib. This spontaneous report was received from (B)(6) and was reported by a consumer as "the piston rod move backwards when units are dialed." It concerns a pt of unk age and gender treated with novopen 4 (insulin delivery device) for device therapy. Upon analysis of the returned product, a fault which may lead to a medical consequence was found, this could result in the pt received too high a dose and experiencing a hypoglycaemic event. Due to this fault, this case was reclassified to an incident.